Event description:
Pt called to state vascular access device bleeding. When rptr arrived, found needle port of device still accessed but it had completely disconnected from wings and extension of the device. Bleeding due to no connection between needle port and IV fluids. Rptr was able to save port but he might have lost due to clotting if pt hadn't noticed problem.